Event description:
It was reported to philips that fm100 is not showing hr with ECG amplitude of .15mv, but other brand monitors showing hr. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290

Event description:
It was reported to philips that fm100 is not showing hr with ECG amplitude of .15mv, but other brand monitors showing hr. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.